Event description:
User facility reported that the patient was intubated using the product listed above. During use the patient oxygen saturation decreased. In response, the clinician removed the product from the patient and replaced with another tracheostomy tube. According to reporter the product cuff was found to be pierced upon examination. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.